Event description:
Same case as MDR ID: 2134265-2015-03956. It was reported that a burr became stuck on rotawire. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left main trunk (lmt) to left anterior descending artery (lad). A 2.0mm rotalink¿ plus and rotawire were used and advanced to treat the target lesion. When the rotawire was inserted into the 2.0mm burr, resistance was noted but the rotawire could be inserted and ablation was able to be performed. The 2.0mm burr was then exchanged to a 1.50mm rotalink¿ plus. Although resistance was met when the 1.50mm burr was inserted to the rotawire, ablation was still completed. The burr was removed from the patient and the physician tried to remove the rotawire from the burr, however the rotawire was unable to be pulled out of the burr. The procedure was completed with this device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device has the wire kinked in the middle of the device and near to the distal section. The overall dimensions are within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-03956. It was reported that a burr became stuck on rotawire. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left main trunk (lmt) to left anterior descending artery (lad). A 2.0mm rotalink¿ plus and rotawire were used and advanced to treat the target lesion. When the rotawire was inserted into the 2.0mm burr, resistance was noted but the rotawire could be inserted and ablation was able to be performed. The 2.0mm burr was then exchanged to a 1.50mm rotalink¿ plus. Although resistance was met when the 1.50mm burr was inserted to the rotawire, ablation was still completed. The burr was removed from the patient and the physician tried to remove the rotawire from the burr, however the rotawire was unable to be pulled out of the burr. The procedure was completed with this device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).